Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Concomitant medical products- tibial articular surface provisional shim size gh 13 mm thickness catalog#: 42527900703 lot#: 62325724, tibial articular surface provisional shim size gh 12 mm thickness catalog#: 42527900702 lot#: 62477057, tibial articular surface provisional shim size cd 12 mm thickness catalog#: 42527900302 lot#: 62404286, tibial articular surface provisional shim size gh 11 mm thickness catalog#: 42527900701 lot#: 62515527, tibial articular surface provisional shim size cd 12 mm thickness catalog#: 42527900302 lot#: 62436440 the device was returned for further examination. Visual examination concludes that the tasp shim lot 62404286 exhibits signs of repeated use and has one of components 1 and 2 disassembled / missing, the missing component was not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The associated products and lots are a part of a previous investigation. A redesign of the persona tasp shim was conducted to allow locking of the tasp assembly during handling, insertion and removal from the tasp assembly with the tasp inserted in the tibial sizing plate. This device was manufactured prior to the re-design. Therefore, the root cause is considered to be a previously addressed design issue for all the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08500, 0001822565-2017-08502, 0001825034-2017-11125, 0001825034-2017-11126, 0001822565-2017-08501

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional shim was found missing ball bearings and returned. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number: 0001822565-2018-00400. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.